Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have primed pump while still connected. This resulted in over delivery of insulin into customer. Customer's blood glucose was 42 mg/dl, which customer was treating with candy. Customer's blood glucose at the time of call was 81 mg/dl. Troubleshooting was performed and customer reported that there was nothing wrong with the pump and he understood the reason for low blood glucose.